Event description:
It was reported that the external pulse generator (epg) displayed an error message. Technical support (ts) discussed the potential reasons for the error, and the biomedical engineer made multiple attempts to duplicate the error, but could not. The epg was restored to service. The biomedical engineer had the technical manual regarding the error, and was going to educate the users. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).